Event description:
It was reported that the handheld computer would work properly when placed on the charger, but when removed, the screen would turn black as if the battery was not charged. Product has been received for analysis by manufacturer, but has not been evaluated.